Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), depression ("depressed"), anxiety ("anxious"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("extreme; debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), vaginal discharge ("vaginal discharge") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (full hysterectomy and salpingo-oophorectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, fatigue, weight fluctuation, depression, anxiety, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, infection, menorrhagia, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several years, plaintiff sought treatment on multiple occasions for symptoms of-extreme; debilitating menstrual pain, heavy menstrual bleeding, severe abdominal and pelvic pain, vaginal discharge and infection, fatigue, weight fluctuations, abdominal swelling, and dyspareunia, among other symptoms. (B)(6) 2016, she underwent a diagnostic laparoscope procedure to determine the source of her ongoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (B)(6) 2003, (B)(6) 2008. Concurrent conditions included body mass index normal. Concomitant products included omeprazole (prilosec). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia"). In 2008, the patient experienced abdominal distension ("abdominal swelling"). In 2015, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gerd") and oesophagitis ("esophagitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), weight fluctuation ("weight fluctuations"), depression ("depressed"), anxiety ("anxious"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("extreme; debilitating menstrual pain"), menorrhagia ("heavy menstrual bleeding"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), feeling abnormal ("brain fog") and complication of device removal ("any complications from essure removal procedure? Yes"). The patient was treated with surgery (full hysterectomy and salpingo-oophorectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, weight fluctuation, depression, anxiety, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, gastrooesophageal reflux disease, oesophagitis, alopecia, weight decreased and complication of device removal outcome was unknown and the fatigue, abdominal distension, hypertension, abdominal pain lower and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, complication of device removal, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, hypertension, infection, menorrhagia, oesophagitis, pelvic pain, vaginal discharge, weight decreased and weight fluctuation to be related to essure. The reporter commented: over the next several years, plaintiff sought treatment on multiple occasions for symptoms of-extreme; debilitating menstrual pain, heavy menstrual bleeding, severe abdominal and pelvic pain, vaginal discharge and infection, fatigue, weight fluctuations, abdominal swelling, and dyspareunia, among other symptoms. On (B)(6) 2016, she underwent a diagnostic laparoscope procedure to determine the source of her ongoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - in 2008: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: the event gerd, esophagitis, hair loss, weight loss, high blood pressure, lower abdominal pain, brain fog, device removal complication added. Medical history, concurrent condition, events outcome, reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.